Event description:
It was reported that during procedure the fiber broke during use, burning one of the fingers of a person present in the room. The burnt was treated with cold water for 10 minutes. No further treatment was required. Procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that the fiber body was broken into two pieces. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. Therefore, the reported event of fiber break was confirmed. Upon microscopic inspection it was identified that the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. The connector face was in good conditions, light was exiting the connector's face. The reported adverse event of burn is a known inherent risk associated with the use of these devices as indicated as such in the risk documentation.

Event description:
It was reported that during procedure the fiber broke during use, burning one of the fingers of a person present in the room. The procedure was completed using another fiber. There were no patient complications reported.